Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. Product was not being used at time of event and could not have contributed. No qualification records were reviewed; no product lot number was reported.

Event description:
It was reported that on (B)(6) 2015 the patient was admitted to the hospital for pneumonia and for the first two days his diabetes was managed by the omnipod system. On the third day ((B)(6) 2015) he became very ill so they treated him with manual injections of insulin instead. He passed away later that day and the cause of death was due to complications of the pneumonia.